Event description:
On (B)(6) 2019, a 12f amplatzer amulet delivery system (ds) was selected to implant an amplatzer amulet occluder. A transseptal puncture was performed and a super-stiff guidewire with a j-tip was introduced into the left upper pulmonary vein for exchanging the transseptal sheath for the ds. While introducing the ds into the left atrium, the guidewire moved out of the pulmonary vein and accidentally tangled in the mitral valve. After a few attempts to remove the guidewire unsuccessfully, a multipurpose catheter was used to attempt to straighten it. The dilator was removed out of the ds, while the guidewire was still inside the sheath. The user decided to continue without using a hemostatic valve due to a high back-bleed through the sheath. The multipurpose catheter was inserted into the sheath and advanced into the left atrium. During this action a large amount of air and air bubbles appeared in the left and right heart chambers via tee. Transient ECG-changes occurred. The hemostatic valve was now used to stop air inlet into the sheath. The guidewire was removed out of the mitral valve and the procedure was abandoned due to the air embolism. A CT-scan of the head was performed and showed an air embolism in the brain. The patient went to the ICU hemodynamically stable in an unconscious state but regained consciousness.

Manufacturer narrative:
An event of air embolism was reported. The investigation confirmed the device met visual specifications and did not leak when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined, however information from the field indicated the user did not use a hemostasis valve after removing the dilator and prior to inserting a catheter in an attempt to straighten a guidewire, after which large amounts of air were seen on tee. Please note, per the instructions for use, artmt600034452 revision b "warning: connect a hemostasis valve to the sheath after the dilator and guidewire have been removed to prevent excessive bleeding or air embolism".